Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The location of hematoma is unknown.

Event description:
It was reported that the patient experienced a hematoma. As such, the system was explanted on (B)(6) 2025 to address the issue. Patient was discharged from the hospital the next day.